Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: taperloc microplasty stem; unknown head; unknown liner. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018- 05556, 0001825034-2018- 05558, 0001825034-2018- 05569.

Event description:
It was reported a patient underwent initial total hip arthroplasty. Subsequently, patient underwent irrigation and debridement due to non-healing surgical wound and hematoma. Intraoperative cultures revealed (B)(6).